Event description:
It was reported that the patient experienced granulation tissue in the vaginal wall and along the direction of the braided suture. The granulation was removed and the wound was closed. No product is being returned for evaluation.